Event description:
Patient revised for possible infection.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
Customer reported after she became unresponsive and lost of consciousness, her husband obtained a reading of 140 mg/dl with their freestyle freedom lite meter and treated customer with juice and food. Paramedics were called and they obtained a reading of 20 mg/dl with their hcp meter and treated customer with glucose intravenously. Customer was transported to a health care facility where she was diagnosed with severe hypoglycemia and low potassium and treated with unspecified medication for her low potassium. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).